Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a patient. This case concerns an adult patient of unknown demographics (only initials provided) who received treatment with synvisc one injection and later after unknown latency experienced severe infection, opened wound that the patient had to pack with a wick for several weeks, very painful and at times the pain was so bad it gives out. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date in (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) in both knees. It was reported that patient's one knee (unspecified) did fine. On an unspecified date in 2015, after unknown latency, patient's other knee developed a severe infection that landed the patient in the hospital twice, the second time with emergency surgery to flush out knee. On an unspecified date, after unknown latency, patient had an open wound that the patient had to pack with a wick for several weeks and was very painful. It was reported that after six months now, patient was still having trouble with that knee, more than the patient had before the injection. Further reported that the patient's knee was swollen and painful and at times the pain was so bad it gave out. The patient did not knew what to do. The doctor that did the injection was no longer in town. The physician released the patient with advice to build the muscles in quads, which the patient had been trying to do. Also reported that this whole ordeal had been terrible on patient and patient's family as well. Corrective treatment: surgery to flush out the knee for severe infection and not reported for other events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization and required intervention for severe infection pharmacovigilance comment: sanofi company comment dated 13-apr-2016: this case concerns a patient who received injection of synvisc one in both knees and developed a severe infection in one knee characterized by pain and swelling. The causal role of the product in the occurrence of the event of infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities, concomitant medication is required to make complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a patient. This case concerns an adult patient of unknown demographics (only initials provided) who received treatment with synvisc one injection and later after unknown latency experienced severe infection, opened wound that the patient had to pack with a wick for several weeks, very painful and at times the pain was so bad it gives out. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date in (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) in both knees. It was reported that patient's one knee (unspecified) did fine. On an unspecified date in 2015, after unknown latency, patient's other knee developed a severe infection that landed the patient in the hospital twice, the second time with emergency surgery to flush out knee. On an unspecified date, after unknown latency, patient had an open wound that the patient had to pack with a wick for several weeks and was very painful. It was reported that after six months now,patient was still having trouble with that knee, more than the patient had before the injection. Further reported that the patient's knee was swollen and painful and at times the pain was so bad it gave out. The patient did not knew what to do. The doctor that did the injection was no longer in town. The physician released the patient with advice to build the muscles in quads, which the patient had been trying to do. Also reported that this whole ordeal had been terrible on patient and patient's family as well. Corrective treatment: surgery to flush out the knee for severe infection and not reported for other events. Outcome: unknown for all the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization and required intervention for severe infection additional information was received on 15-apr-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 15-apr-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 13-apr-2016: this case concerns a patient who received injection of synvisc one in both knees and developed a severe infection in one knee characterized by pain and swelling. The causal role of the product in the occurrence of the event of infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities, concomitant medication is required to make complete case assessment.